Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 11 months. A correlation between the device and the reported driveline infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that the patient presented to the clinic for a routine visit. Examination of the driveline site was notable for irritation and scant drainage. A wound culture was positive for staphylococcus lugdunensis. The patient was started on doxycycline for treatment. No additional information was provided.